Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported their first implantable neurostimulator (ins) only lasted a year. They inquired about getting non-rechargeable ins' put in, instead of two rechargeable ins and inquired about non-rechargeable ins longevity. They were redirected to their healthcare provider (hcp). No patient symptoms were reported.